Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed; green and/or purple images have been observed. In addition, the cable under the strain relief sleeve is overloaded and the light-guide fiber composite at the distal end is damaged by external force (impact, shock, accidental dropping). This report provides information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: cable pins of odu connector are too small for shield cables. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process is not up to date. New guidelines for soldering process are available - the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoeye hd ii video telescope, after about 20 minutes of operation, the picture turns purple. The issue was found during a therapeutic procedure, which was completed with another endoscope. There were no reports of patient harm.